Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked case at the display window corners, broken belt clip slot, cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer reported via phone call that the insulin pump alarmed button error. Customer does not recall any significant events leading to the alarm; she was just at work. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.